Event description:
A patient was treated on 04/29/97 into acne scars of the cheeks and temporal regions. Immediately after the treatment into a acne scar on the convex surface of the right cheek, the patient experienced a quarter sized blanch; a warm compress was applied to the area of blaching; after the blanch, a bruise was present at the site. On 05/01/1997, the previously bruised area had a 50 cent piece-sized dusky red area with pustules. Physician diagnosed a vascular event and prescribed oral monodox. On 5/9/97, there was no tissue loss or depression; the bruising was still present, but fading.